Event description:
It was reported that upon removal of the pod, the needle had not retracted, indicating a needle mechanism failure. The cannula was also reported to be bent, and redness, bleeding, and leakage at the infusion site (arm) were noted. The pod was worn for between 4 and 24 hours. No impact to blood glucose levels was reported. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_android.omnipod software app version: 3.1.6.operating system: bp2a.250605.031.a3.a166u1ues7czdg.hardware: sm-a166u1.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.